Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The usm was analyzed, and the reported issue was confirmed and replicated. The unit was tested on an in-house system in normal mode and triggered no errors upon start up. The unit was also tested on the patient side cart (psc) fixture test platform (pftp) and failed direction test because the button did not work. Upon further investigation, the yaw motor module was found to be the cause of the button not working. Isi also received the distal set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The suj was analyzed, and the reported issue could not be replicated. The suj was installed on the system and no errors were triggered. The suj was also placed on the pftp, and it passed all tests.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed system verification. The fse replaced the usm and set up joint (suj) to resolve the issues. The system was tested and verified as ready for use. Isi received the usm and suj involved with this complaint but failure analysis has not been completed. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the patient clearance button on the usm 1 did not respond and a warning tone could be heard when pressing the button. The fse replaced the usm 1 to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that prior to the start, post anesthesia of a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the patient clearance button on the universal surgical manipulator (usm) 1 did not respond, a warning tone could be heard when pressing the button. The customer said there was no error displayed. Prior to calling technical support, the customer had restarted the system without success. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system live logs, but no relevant system errors were present in the live logs. The tse guided the customer to try to rotate stuck usm 1 (axis 1, yaw), but this was not possible, axis 2 (pitch) movement seemed to work. The tse asked surgeon, if usm 1 was in an extreme position, he said no. The tse guided to toggle patient clearance switch, but as soon he pressed the button a warning tone came up. The tse then guided him to power down the system, to cycle main breaker + emergency power off (epo) on patient side cart(psc), issue persisted. The tse recommend surgeon to try to position usm 1 in order to use it and proceed. The procedure was completed robotically with no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked. After at least 5 restarts of the system, which did not solve the problem, the surgeon was forced to continue the operation without the support of the retraction arm. The operation had been going on for at least 1.5 hours. Due to all the circumstances, the whole operation was delayed for a total of over 6 hours (normally 3-3.5 hours), which is actually a considerable and avoidable perioperative risk.